Event description:
The manufacturer received information alleging a dreamstation auto CPAP device had parts burned on it. The user alleged he was sleeping with the device in (B)(6) 2021, and it stopped working and that is when he noticed there were parts burned on it. There was no report of smoke or flames. There was no report of serious patient harm or injury. There was no report of medical intervention. The device is not available to be returned to the manufacturer for investigation. The user has discarded the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.